Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver an infusion during therapy of chemo medication in the pediatric oncology unit (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.